Manufacturer narrative:
Improvements to increase the robustness of the hydraulic connectors have been approved by gambro dasco and will be implemented in the field. This event is being reported as "malfunction" under the MDR 2-yr rule, regardless of any pt injury.